Event description:
A malfunction alarm labeled as malf 12 was reported, but there was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided information to reset the pump, assisted the customer with the process, and confirmed that the malfunction did not recur after resetting. The customer was advised to continue using the pump and to report any recurring malfunction codes.